Event description:
On july 4, 2023 it was reported to gore that the anti-platelet had been replaced by anticoagulant therapy. On july 29, 2023 it was reported to gore that the thrombus formation was no longer visible under anticoagulant medication and the patient was fine. However, anticoagulant therapy would reportedly be continued for yet another month.

Manufacturer narrative:
Additional manufacturer narrative: b5, describe event or problem: updated part of event imaging evaluation summary: an echocardiographic image dated june 2, 2023 was returned to gore and an imaging evaluation was performed. The findings are described below: a 17mm atrial septal defect was closed with a 32mm gore® cardioform asd occluder. At 24 hours post procedure, the patient developed a fever that was treated with antibiotic medication. The fever resolved and the patient was discharged in good standing. A month later at follow up, echo cardiac imaging revealed a large organized echogenic mass in the right atrium. The echogenic mass originated from the right atrial disc of the gore® cardioform asd occluder, extended out into the mid right atrium and terminated right above the tricuspid valve. The patient was put on antiplatelet therapy at the beginning and a month later the treatment was replaced with anticoagulant therapy. The thrombus resolved and the patient is doing well. Anticoagulant therapy will continued on for another month. H6, investigation findings, corresponding to b15: code c19: no device problem found according to the gore® cardioform asd occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: thrombosis or thromboembolic event resulting in clinical sequelae. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined.

Manufacturer narrative:
H3, code "other": the device remains implanted. Therefore, an engineering evaluation can not be performed. H6, investigation findings, code c19: the review of the manufacturing records verified that the lot involved in this event met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported to gore that on (B)(6) 2023, a 32mm gore® cardioform asd occluder was selected to treat an atrial septal defect measuring 17mm. 24 hours post operatively, the patient was reported to have developed fever which was successfully treated with antibiotic medication. Prior to hospital discharge, the physician reportedly verified that there were no issues with the device. On (B)(6) 2023, ultrasound imaging identified a previously unseen formation and started anti-platelet medication on the patient. During a follow-up visit presumably on (B)(6) 2023, the device was found with its shape unchanged. The patient was reported to still have been on anti-platelet medication and well. On (B)(6) 2023 it was reported to gore that the anti-platelet had been replaced by anticoagulant therapy.